Manufacturer narrative:
Additional patient identifier: (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure the tip of the driving cap threaded broke off in the radiolucent insertion handle and fell on the floor. There was no surgical delay. The surgery went well. The patient outcome was excellent. Concomitant device reported: radiolucent insertion handle frn (part # 03.033.001, lot # 3l28401, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 2 for complaint (B)(4).

Event description:
The threaded impactor tip broke off inside of the insertion handle making it unusable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product code: 03.010.523. Lot number: l814080. Manufacturing site: bettlach. Release to warehouse date: july 27, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot #: l814080) was returned and received at us customer quality cq. Upon visual inspection, it was observed that the distal tip of the device was broken off at the most proximal thread form and returned stuck inside the radiolucent insertion handle frn (p/n: 03.033.001, lot #: 3l38401). There were scratches and nicks on the device but have no impact on the device functionality/ no other issues were observed with the returned device. Device failure/defect identified? Yes dimensional inspection: the groove diameter was measured and is within the specification. The shaft diameter was measured and is within the specification. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Connector for insertion handle. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Conclusion: the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523 lot # l814080) as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within the pie. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.